Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a sudden increase in shock impedance. The impedance reached a high out of range value. Technical services (ts) suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.